Event description:
Customer reported to horiba medical (horiba) that the compressor connected to their abx pentra 400 chemistry analyzer does not power on and noted the power input cable at the rear of the compressor is melted. There was no injury or illness in connection with this incident. The customer requested service. A horiba medical field service representative (fsr) was dispatched to determine if the instrument was malfunctioning. The fsr confirmed the power cable had melted at the power input connection to the compressor. The fsr replaced power cord and the compressor power input module, checked power input from wall outlet with voltmeter (found to be in spec) and verified that all instrument settings were correct and that the analyzer was functioning. The damaged power cable was returned to the manufacturer for examination.

Manufacturer narrative:
The part has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.